Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose value had no adverse impact. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.